Event description:
A catheter kink was reported and an MRI was being performed to confirm. The hcp was not sure when event occurred and was not aware of any patient symptoms. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# unknown, implanted: (B)(6) 2006,product type: catheter. (B)(4).